Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported not receiving any benefit with the device. There were no reports of any accidents or trauma to the implant site.

Event description:
This is a correction of the previously submitted fu#1 report to match the initial report. Fu#1 was submitted on june 30, 2017 with incorrect MFR report number: 9710014-2017-00275. Initial was submitted on february 10, 2017 with MFR report number: 9710014-2017-00133.